Event description:
Aa "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer "has to be woken up" when paramedics arrive. A glucose(type/dose) was provided by the hcp for treatment. It was reported that an hcp meter reading of 41mg/ dl was obtained; however, it was not known when these were obtained during the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor tail loss of contact with interstitial fluid due to temporarily unseated puck on body. Therefore, this issue is not confirmed. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.